Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results on a single patient sample while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was reported to the clinician, however a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause of the unexpected trop I es results is unknown. It is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. It was confirmed that the sample involved in the event was not processed in accordance with the tube manufacturer's recommendation.